Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿replace battery message¿. Upon initial power up the device alarms with error code 133.6080 which is associated with low battery charge. Allowing the pcu device to charge for a minute simply cleared the error code message. Battery status test was also performed, no failures were observed. Reported failure not confirmed thereby concluding no faults found. ¿ on 05-nov-2024, pcu device was received unboxed and with paperwork. ¿ external investigation did confirm the reported problem upon power up. ¿ internal investigation was not deemed necessary. ¿ device to be returned to san diego repair center for processing. ¿ no fault found. No repair required by bd san diego repair center. ¿ failure investigation report attached to qn in sap this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed replace battery message. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed replace battery message. There was no patient involvement.